Manufacturer narrative:
Consumer reported she experienced redness in the right eye and was diagnosed by her doctor with subconjunctival hemorrhage. Consumer states her doctor just told her to use (B)(6) pm ointment. She recovered after 6 days of no lens wear. Medical information received from the doctor reports the patient was diagnosed with conjunctival hemorrhage in the right eye. Doctor indicated the patient touched her eye while she was applying makeup. Treatment was not required and the doctor does not relate the event to the product. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The doctor reported the patient recovered. The product is not available for return and the lot number was not reported.

Event description:
Consumer reported that she feels her eyes have been redder with use of the product. She reports she experienced redness in the right eye and was diagnosed by her doctor with subconjunctival hemorrhage. Consumer states her doctor just told her to use refresh pm ointment. She recovered after 6 days of no lens wear. Medical information received from the doctor reports the patient was diagnosed with conjunctival hemorrhage in the right eye. Doctor indicated the patient touched her eye while she was applying makeup. Treatment was not required and the doctor does not relate the event to the product. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.